Event description:
The physician entered a dose of 7 joules of uva and 1:30 minutes of uvb, placed a pt in the cabinet and told him to get out when the lamps went off. Evidently, the uva lamps shut off at the end of 7 joules as they were supposed. However, the control system for the uvb lamps failed to shut off.at 5:15 the doctor's nurse was closing the office when she noticed the pt was still in the cabinet with the uvb lamps on. The pt took the dr. Quite liteerally and remained for up to 43 minutes.the pt sustained a severe sunburn that required hospilization.device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: electrical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.